Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient was treated for an abdominal aortic aneurysm. The physician implanted a gore® excluder® conformable aaa endoprosthesis, two gore® excluder® aaa endoprostheses, and two gore® excluder® iliac branch endoprostheses. During the procedure, the patient experienced a type ia endoleak. A gore® excluder® aaa endoprosthesis was implanted. The endoleak was repaired, and the patient tolerated the procedure. On 25-oct-2023, during a followup visit, the physician noted a possible type ia endoleak. The physician will schedule further tests to confirm. Images are available for evaluation.

Manufacturer narrative:
H.6. Type of investigation code b21 updated to code b14, b15 with completion of phr review and review of images h.6. Investigation findings: code c21 updated to code c19 with completion of phr review h.6. Investigation conclusions: code d16 updated to code d15, d12 according to the gore® excluder® conformable aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleak images were returned for evaluation. The evaluation stated: proximal aortic neck diameters ~23-25mm within 15mm. Diameter increases to ~30mm at 2cm. The axial image appears to measure 24 x 28mm at the level of the renal artery. There is a 40 degree angle approximately 1cm distal to the lowest renal artery. On (B)(6) 2023, there is no contrast visualized outside the proximal portion of the device. On (B)(6) 2023, there is contrast visualized within the aneurism sac near distal portion main body prior to the flow divider. There appears to be an endoleak and it is likely that this could be a type 1 endoleak but the images provided do not clearly document this to be the case.